Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 implantable pulse generator, (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance, no capture and high threshold during testing at generator change. The lead was capped and replaced. No patient complications have been reported as a result of this event.